Event description:
The facility reports the sling was in the proper position and the carer heard the clicking sound that the clips were on properly. The patient was kept in the lying position until patient was away from patient's bed. When patient was close to the chair, another carer started to position the patient into the seated position. Before the patient was in the seated position, the clip on the left leg released and the patient slipped through the sling and hit head on the floor. The patient's right leg was still in the sling as the carer lowered the lift to allow the patient to lie on the floor. The patient fell about 36 inches and suffered a hematoma 6-7cms in diameter to the back of patient's head.